Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, il was used as the state.

Event description:
It was reported that bd insyte autoguard needle was slow to retract. The following information was provided by the initial reporter: retraction on needles delayed unfortunately, I do not have any additional information, and I am not able to provide pictures. No injuries to the patients were reported to us.

Event description:
No new information.

Manufacturer narrative:
The complaint of delayed needle retraction was confirmed and the cause appeared to be manufacturing related. Representative 20ga insyte autoguard devices were received in sealed unit packaging from lot: 4305273. A functional test showed that the retraction time of some needles exceeded the specification. A trend has been identified for the reported failure and further actions have been initiated to investigate this type of incident and identify the root cause. The appropriate manufacturing personnel were notified of this complaints. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.